Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) exhibited diagnostic anomaly in which the device longevity and implant date was not displayed. The implant date was manually entered. The patient was stable.